Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer's wife reported via phone call that the insulin pump alarmed with a compromised force sensor system. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the rewind and prime issue. The insulin pump was not bumped or dropped prior to the alarm. The drive support cap was loose. The customer was not pressing on the drive support cap while connected to the insulin pump. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump was received with loose/protruded drive support disk, minor scratched display window and cracked reservoir tube lip. The insulin pump was unable to prime during prime test due to loose/protruded dive support disk. No prime alarm noted. The insulin pump passed idle current test, run current test, self-test, off no power test, error test, basic occlusion test, displacement test and rewind test. We were unable to perform occlusion test and excessive no delivery test due to prime anomaly.